Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not registering the patient temperature into the patient temperature 1 port. They had used multiple temperature in cables.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty panel esd board. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) no error code observed. During the evaluation it was found that the panel esd board will be replaced due to being defective and not allowing pt readings. Panel esd board was replaced. Graphics software will be updated from 1.0.5 to 1.1.0. Unit will be cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: b, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not registering the patient temperature into the patient temperature 1 port. They had used multiple temperature in cables. Per follow up information received via task on 14oct2025, it was not used on a patient. This was a new device that was in storage that the biomed was testing in preparation for deployment.